Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 100cm. The customer states that on (B)(6) 2012 a (B)(6) female was successfully treated for a left ssv. Three days post op, the tech discovered the patient had a blister which was the result of a 2nd degree burn of 4cm x 2.5cm. The patient was hospitalized and prescribed wound care treatment and naproxen. On day 7, the patient came back to the facility and complained of numbness in the treated area. The patient is now being treated by their primary care physician.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.